Event description:
It has been reported to philips that, wireless footswitch was not working properly. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was working as intended without any issue. However this complaint was opened because the customer received the recall of the wireless footswitch, and they were inquiring about the issue and to check the system. Based on the available information, the system is identified to be part of the unit affected list of fco. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with medical device correction(z-2485-2023). The codes were updated based on the investigation outcome.